Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was removed due to a tubing break. The event occurred some time in (B)(6) 2020. It was noted that the right cylinder clear tubing that meets the pump right above the thick part of tubing was broke.

Event description:
Clarifying information stated a tubing break in cylinder 2 exhaust tubing near the tubing/strain relief junction.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with rough and irregular surfaces on the cylinder 2 exhaust tubing near the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion was noted adjacent to the separation in the exhaust tube of cylinder 2. Abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump, cylinder 1, or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all of the pump tubing had overlapped and abraded against one another. This positioning then may have contributed to the exhaust tube of cylinder 2 being bent and abrading against itself for a period of time. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the strain relief/exhaust tubing junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.